Manufacturer narrative:
Concomitant: product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID neu_ptm_prog, product type programmer, patient. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. It was stated that the patient ¿sometimes had problems with the device.¿ it was noted that the issue had started 8-9 months ago. It was stated that the patient did not use his device and the stimulation was turned off. It was noted that the patient was not sure when he had turned his stimulation off. It was stated that the device was not working and the patient couldn¿t get it to do what he wanted it to do. It was noted that the last time he had met with someone to help was about a year ago.